Manufacturer narrative:
Serial numbers (B)(4) and (B)(4) were provided, however there is insufficient information to determine which device the allegation of alcl suspected is against. The events of capsular contracture, baker grade unknown, lymphadenopathy and lymphoma-alcl- suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, [baker grade not provided], swelling, pain and discomfort,¿ "enlarged lymph node," "diagnosed with stage ii bia-alcl." Date of alcl diagnosis: 2017.

Event description:
Patient representative reported patient developed ¿capsular contracture, [baker grade not provided], swelling, pain and discomfort,¿ ¿an enlarged lymph node¿ was removed during explant surgery, a capsulectomy was preformed and patient was ¿diagnosed with stage ii bia-alcl,¿ pathological markers not provided. Patient was treated with systemic chemotherapy for six months, dates not provided. Patient representative reported ¿bia-alcl was caused by defective, unreasonably dangerous, and adulterated textured ¿ implants,¿ patient ¿experiences fear and anxiety related to the possibility that [the patient¿s] bia-alcl could return or have to undergo another reconstruction or revision procedure,¿ experienced ¿pain and suffering, severe emotional distress, mental anguish¿ and ¿mental and physical pain and suffering ¿ and loss of enjoyment of life.¿ patient representative also reported patient experienced ¿physical injuries¿ and ¿disability;¿ these events are not related to the device.